Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered atrial pacing at a high rate, which led to blanking of the ventricular activity with ventricular pacing as well. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This device remains in service.